Manufacturer narrative:
Method: injector lot number search; cartridge lot number search. Results: an injector lot number search was performed and fifteen similar complaints were found. A cartridge lot number search was performed and five similar complaints were found.

Event description:
The reporter stated the surgeon inserted a competitor's lens but the trailing haptic was damaged by an msi-tm injector and an aq cartridge-fp. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision.